Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6) (46-year-old female): initial result = 32.41 miu/ml (this result was released and questioned by the physician). Repeat result from same sample = 0.36 miu/ml. Retest from a new blood draw from the patient = 0.00 miu/ml (reference range: </= 5.00 miu/ml). Upon troubleshooting, it was found that 2 other samples before this patient sample generated high-value b-hcg results with > 225000. Carryover from the high-value samples led to the false positive b-hcg result for this sample in question. The customer was instructed by abbott customer service to replace the sample probe and conduct a contamination test on high-value samples was performed and passed. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) found the two samples prior to the false positive result, generated high-value b-hcg results. The arc, probe (list number 08c94-47) was replaced due to possible carryover on the architect i2000sr, serial number (B)(6). A carryover study was performed after replacement of the arc, probe and the results yielded acceptable results. The part replacement resolved the issue. The service history for the (B)(6) verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of tracking and trending did not identify any trends for the arc, probe (list number 08c94-47). A review of tracking and trending did not identify any trends for the architect i2000sr with regard to the complaint issue. The manufacturing documentation was reviewed and did not identify any nonconformances associated with the complaint issue. The architect system operations manual adequately addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr for serial (B)(6), or the arc, probe was identified.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6) (46-year-old female): initial result = 32.41 miu/ml (this result was released and questioned by the physician) repeat result from same sample = 0.36 miu/ml retest from a new blood draw from the patient = 0.00 miu/ml (reference range: </= 5.00 miu/ml) upon troubleshooting, it was found that 2 other samples before this patient sample generated high-value b-hcg results with > 225000. Carryover from the high-value samples led to the false positive b-hcg result for this sample in question. The customer was instructed by abbott customer service to replace the sample probe and conduct a contamination test on high-value samples was performed and passed. There was no impact to patient management reported.